Event description:
A patient reported they stopped getting symptom relief about 4 days prior to the report, "it might have saturday". The patient stated they had shoulder surgery in march but "doesn't think that had anything to do with it". They can't turn stimulation up, they can only move to different programs; they are on program 1 at 1.2v and stated that stimulation is off. The patient turned stimulation back on and was going to see if that helps. The implantable neurostimulator is indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.